Event description:
On 5/12/97, thoraklex unit was attached to chest tube. When attached to suction, the suction regulator dial did not adjust the suction indicator level ball to indicate that actual suction was initiated. The thoraklex was replaced and a second unit functioned properly. There was no pt problem or potential for pt problem. The thoraklex unit and the tubing were saved. The outer wrapping of the package was not saved and was unable to be retrieved the next day. The unit has been removed from service. The MFR (deknatel{dsp}) has been notified.